Event description:
On (B)(6) 2013, at hospital (B)(6), it was identified that the 01970110 be quadrox-ID oxygenator without filter (lot number 70067084) had a blood leak through the gas outlet. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 20 leaking fibers were found due to insufficient connection to the potting area. (B)(4).